Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018; 459878 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. It was further reported that the patient was admitted with body aches, fever, chills, and diarrhea. Endocarditis was also noted. Blood cultures grew (B)(6). The next day the patient became hypotensive and was admitted to the critical care unit on suspicion of sepsis due to (B)(6) bacteremia. The patient's ejection fraction (ef) decreased to 29%. Computed tomography angiography (cta) showed thrombus or infection lesions on the aortic valve and the leads. The entire system was then explanted, with the patient placed on a temporary pacemaker until permanent replacement days later. The patient had also been given cefazolin two days prior to admission. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.